Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that tpn was infusing at 84ml/hr. And completed sooner than expected. The logs were reviewed by the customer and "it was determined that pharmacy mislabeled the amount of medicine in the bag.the pump performed perfectly fine but the dosage time was cut in half due to the fact of a mislabeled medicine". No patient harm reported.